Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call the customer noted that the 180 series scopes were not working properly, but they weren't having any issues with the 190 series. At that point tac noted that there was likely a faulty internal component and recommended that the subject device be returned for evaluation and possible repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was not producing an image during preparation for a diagnostic procedure. According to the initial reporter, a secondary device was used to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it¿s noted that the phenomenon of no image being displayed was resolved by replacing the cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.